Event description:
The customer had called about an alarm on the pump. The customer's family member stated that the patient had been running low blood sugar levels the night before. The customer was offered to troubleshoot the pump, but declined the offer at the time of the call. The nurse called back and reported that the customer was hospitalized for low blood sugar levels. The customer reviewed the history and confirmed the watchdog alarm from the previous call with the customer. Troubleshooting was done on the pump and passed the leadscrew test. The customer denied giving the boluses in the bolus history. The customer was instructed to revert back to manual injections per the doctor's protocol.